Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level were 519 mg/dl and 237 mg/dl . He customer reported that they treated high blood glucose level by shots. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the insulin pump had another pump alarm. The customer was able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump passed the self test. The insulin pump will not be returned for analysis.